Event description:
During setup of the ph alarm on the cobe/gambro centry c3+ dialysis machine, the machine alarmed "dialysate ph low." The biomed testing conclusion was that the problem was due to inadequately mixed bicarb solution.